Event description:
It was reported that in (B)(6) 2011 the pt could not feel stimulation and nearly all impedance measurements were bad. Impedance measurements were found to be over 40000 ohms. The lead was changed and stimulation returned. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).